Manufacturer narrative:
Device component code relates to device problem code for the reported event of fiber broke. Mfg site name- (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2017. Reportedly, the laser unit used was lumenis versapulse 100 console with laser settings of 0.2 joules and 50 hertz. According to the complainant, during preparation and outside the patient, the laser fiber broke two-thirds (2/3) all the way down of the fiber body upon removal from the package. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.